Manufacturer narrative:
Additional manufacturing narrative: the reported device was evaluated. Visual inspection revealed no external damage. Upon powering on the led digit segments were unable to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Visual inspection performed internally isolated the failed led segments to an intermittent open circuit on the system board. A service history record review reveals that this unit was in the field for over nine (9) months with no prior events related to this failure mode have been reported against this unit.

Event description:
The customer reported: "rad-5 top display is missing a segment in middle 7-segment display." No patient impact or consequences were reported.